Event description:
The patient reported that her blood glucose reached 390 mg/dl on the second day after the pod was activated. She over-corrected with the pod, went into hypoglycemia, and called the ambulance. She was treated with two infusions of 40% glucose directly in the ambulance and not admitted to hospital.

Manufacturer narrative:
The device has not been received for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia or subsequent hypoglycemia. No qualification records were reviewed because no product lot number was reported.